Event description:
Additional information was received from patient who reported that the cause of the implant becoming crooked was not determined. The patient was asked what actions and interventions were taken to resolve the issue and patient stated that all they know is that patient have been back to the doctor office for manufacturer assistance appointment over a year ago but the issue has not been resolved. Patient mentioned that the small battery was replaced in 2016 and have to charge it every two weeks with the big battery and didn't have to charge over a month. Patient further reported that the battery will only charge half way, because the antenna goes bad and a new recharger antenna was sent.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported for the past month they noticed they were charging every two weeks, instead of every month even though they charged their device to 100% full when charging. It was noted the only way the consumer could charge was by laying on the recharger. Recently the consumer had to increase stimulation because they weren¿t feeling it as strong as with their original settings (it was confirmed when the device was on it provided pain relief), but they didn¿t make any changes to their settings until they noticed the charging frequency change. It was noted the consumer had not recently changed programs, made any adjustments to stimulation, and it was unknown if there were any previous overdischarge events. The manufacturer¿s representative (rep) later reported the consumer admitted they let the battery fully discharge prior to recharging. The rep. Offered to meet with the consumer to improve their experience with recharging but the consumer declined. Instead the consumer was educated on the need to charge sooner to prevent the battery from being discharged/overdischarged and how battery depletion depends on usage and settings. However, the consumer was angry the device wouldn¿t hold a charge longer than two weeks and they wouldn¿t reduce their usage to save battery life because they needed coverage 24 hours a day. The issue wasn't currently resolved. Additional information received from the patient reiterated the previously reported complaint regarding having to recharge every 2 weeks and also reported that the ins recharger antenna was damaged, and that the ins recharger was showing an 'antenna too hot message.' The reported that while recharging they get 4-6 coupling bars depending on if they lay on a book or not and that they charge every 2 weeks. The patient stated that they do not use the belt because it is not tight enough and that their old ins did not have to be charged as often. The patient noted that they were charging for 8 hours and then started seeing the 'antenna too hot message.' The battery icon was showing that the ins was 1/4 charged and that the coupling was going from 2-4 bars. The patient stated that they were not in a well ventilated area because they lay on the antenna. Normal recharge frequency was reviewed with the patient who stated that they would follow-up with their hcp to discuss recharge frequency. A new antenna was sent to the patient. Additional information was reported that the patient mentioned that the ins is crooked, and that is was like that when it was first put in. The patient mentioned that the ins has been a pain for them ever since.